Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 70 mg/dl. The customer was at the gym when he heard the insulin pump beep and he had the button error message and then he saw that the keypad was not responding. The customer was advised that the insulin pump will need to be replace. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions. The customer was assisted with the replacement.